Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that presented with a driveline communication fault. The modular cable was exchanged, and the patient was switched to the backup system controller. The connection of the driveline and the modular cable was cleaned prior to replacement, as there was a small amount of dust. The interior did not appear dirty. After the exchange, the driveline communication fault did not resolve, and in addition they now had a driveline power fault. When shining a light, the clinician stated that corrosion was seen in the connection. The log captured the equipment exchange (B)(6) 2026 at 19:15 and the reoccurrence of the communication faults and the power faults. It was reported on (B)(6) 2026 that the modular cable was exchanged again and there was corrosion on the driveline connection point where the pins from the proximal part of the modular cable go into the driveline. The patient tolerated the cable exchange well. Pictures of the connection showed corrosion. On (B)(6) 2026, the heartmate 3 patient side modular cable connector cleaning was performed per procedure. Corrosions were observed during the cleaning. The driveline power fault resolved. The modular cable was replaced again during the cleaning. 2 modular cable replacements were requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: corrosion was confirmed in the inline connector of the modular cable that could have contributed to the driveline communication fault alarms. It was reported that the patient experienced a driveline communication fault alarm. The patient¿s modular cable and controller were exchanged, and the inline connector appeared to have corrosion. No log files from when this modular cable was in use were submitted for review. The heartmate 3 modular cable, lot number 9054259, was returned in used condition. The controller connector pins appeared unremarkable; however, corrosion was found within the inline connector and along its pins. Continuity of the wires were checked, and the wires were found to be electrically intact. None of the measured resistances would have activated the driveline communication fault alarm; however, corrosion on the electrical contacts can contribute to higher resistance and therefore could have contributed to the driveline communication fault alarm. The modular cable passed all applicable testing without issue. Additional information indicates the alarms resolved following the inline connector cleaning. Multiple attempts were made to gather additional information in regard to log files while the heartmate 3 modular cable, lot number 9054259, was in use; however, no additional information was provided. A root cause for the corrosion was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 6 of the patient handbook, entitled "caring for the equipment" instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. This section also provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for lot number: 9054259 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.